Manufacturer narrative:
Device is expected for evaluation but has not been received yet. A follow up report will be submitted upon completion of the investigation.

Event description:
Surgeon was performing an anterior cruciate ligament (acl) reconstruction beginning with an arthroscopy to address a meniscal tear. When he was ready to do the acl portion, he noticed the calf was very tight. He aborted the case and monitored the pt. Surgeon wrapped the leg loosely to aid fluid reabsorption. Only half of the procedure was completed and the pt will have to be re-intervened at a later date. This device is used for treatment.